Event description:
Customer reported a malfunction with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if any issues reoccur.